Manufacturer narrative:
Getinge field service engineer (fse) stated walked biomed ken through checking if the unit was plugged in and seat all the way. Unit was not seat. Unit was pushed in and charging started. Closed out as a phone fix. Device not returned for service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries are not charging. There was no patient involvement.